Manufacturer narrative:
Additional information: manufacturer narrative root cause: the probable cause of the reported device had a broken air-in-line issue was not identified during the customer call. The tech support recommended to forward the information to product complaint to look into the incident. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device had a broken air-in-line issue. There was no information on patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device had a broken air-in-line issue. There was no information on patient involvement.